Event description:
It was reported that during a sigmoid colectomy procedure the device was fired one time and then after the second reload the device fell apart. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge damaged the analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received damaged as the rear cap was detached and missing allowing the retainer pin to slide out of the reload. The reload was also noted to have some of the plastic parts broken off. It is possible that the reload was not loaded correctly. If the instructions are not follow the reload may became damage. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.